Event description:
Beginning symptoms: candida overgrowth; acne and yeast infections, chronic stiff neck and back pain. Extended painful periods. Urinary tract infections and sharp stabbing pains in chest area. Heart palpitations and tightening feeling when constricted wearing bras. In 2013 I believe my implant ruptured but was told I have costochondritis and had horrible rib and armpit pain ever since. Since 2013 I have had horrible anxiety, chronic neck and shoulder, armpit pain and brain fog or early stages of alzheimers. I noticed mental decline and fatigue. Dry itchy skin, severe chapped lips, dry nose, itchy ears and always thirsty, dry mouth. In 2015 I started having behavioral issues and the fatigue got really bad. Started noticing joint inflammation everywhere but in my groin, knees and hands the most. I always did alternative therapies to treat my symptoms but they always came back. I would get migraines a lot and feel I couldn't work or do anything on my period. Food allergies and sensitivities started becoming annoying. In 2016 I began to have nerve pain and twitches all around my body. Muscle spasms and chronic pain around ribs, armpit, neck and shoulder even worse. I've even had a pinched nerve a couple times. Allergic to all types of food. Eating pizza almost killed me one time from having allergic reaction to the cheese. Starting to have minor gi issues. In 2017 gi issues got worse and I had a miscarriage. I am noticing I am feeling so sick, and like I am dying so now I am depressed and depression. Brain fog is getting worse. Having throbbing pain that feels hot on certain parts of my head/cranium. I also start having sciatica and nerve pain is getting worse. In 2018 I started getting eczema, skin rashes and very sensitive to all foods. Even healthy foods. I had another miscarriage. Feeling hopeless and depressed. Chronic pain and nausea every day. Brain fog, fatigue and anxiety are so bad, I feel I can't function around other humans. In 2019 my body feels like it is dying and I am only (B)(6) y/o. I am underweight and have anemia. I have all these symptoms still. I have lessened them with alternative therapies but have been sick and out of work for a year now and can't afford to take care of myself. FDA safety report ID# (B)(4).